Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 a diabetes educator (de) contact the patient to follow up, and a family member told the de that the patient was in the hospital. When the de asked the family member if the patient was ok, the family member stated ¿no¿ and disconnected the call. Customer technical support (cts) made multiple attempts to follow up with the patient for additional information and pump troubleshooting. On (B)(6) 2016 cts was informed that the patient was still in the hospital and would call back another time. Additional information has not been provided and troubleshooting was unable to be completed. If additional information is received, a supplemental report will be filed. This complaint is being reported based on the allegation that the patient was hospitalized and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Follow-up #1: date of submission 06/26/2017 device evaluation: the device has been returned and evaluated by product analysis on 06/02/2017 with the following findings: a review of the black box showed the pump was manually suspended on (B)(6) 2016 at 01:06. A replace battery alarm occurred at (B)(6) 2016 at 18:06. The insulin deliveries were never resumed. No unusual activity or unusual alarms were found in the black box or alarm history, only typical alarms were observed. The pump powered on with no issues. The keypad was fully intact and fully responsive to user presses. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no power on reset's or alarms were duplicated. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects were found. The pump was found to be delivering within required range and delivering accurately. No alarms or delivery interruptions occurred during the testing. No defects were found with returned pump that were related to the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).